Event description:
The pt was implanted with an ams monarc sling system. It was reported the pt was experiencing gross hematuria, urge incontinence, and stress incontinence. It was reported that on (B)(6) 2013 the physician found "intravesical mesh via office cysto". It was reported that the mesh would be removed sometime in (B)(6) 2013. No add'l pt complications were reported in relation to this event.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.